Event description:
It was reported that a "dark, semi-translucent horizontal bar roughly one inch thick on the pump screen" which affected the customer¿s ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. A replacement pump with updated software was arranged to be sent to the customer, who will continue using their current pump for backup therapy.